Event description:
Major pump unit(s) involved: external control system failureadditional text: power cablespecific component(s) involved: other component malfunction, specifyadditional text:other component: power base unit cablecausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : changed out pt power cabletype: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.